Event description:
During an atrial fibrillation procedure, following transseptal puncture, when the advisor hd grid catheter was advanced through the agilis sheath and into the left atrium, transient st elevation occurred. The st elevation self resolved with no intervention required and the procedure was completed with no further issues. There were no alleged performance issues with any devices.

Manufacturer narrative:
The reported event of st elevation could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.